Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized after developing a fever and swelling. The patient refused police and ambulance assistance; however, a friend took the patient to the hospital. The patient indicated that someone told her that her device was not working. The device was not checked at the time. At a later time, she began received shocks while in the bathroom. The patient contacted the police saying that someone was trying to kill her. The patient indicated that the whole room lit up. The police and ambulance tried to calm the patient and took her to the hospital. The patient received several shocks. The physician wanted to be sure that the manic problem was also under control. No adverse patient effects were reported. Subsequently, the device was explanted and returned for analysis. Routine initial returned device testing indicated that detailed analysis was required.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.